Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of oversensing was confirmed in the laboratory via review of stored egms. The egms showed that the device oversensed emi from an external source. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the oversensing appeared to be emi from an external source.

Event description:
It was reported that the patient suffered sporadic phrenic stimulation when lying down. The ICD was explanted due to eri.